Event description:
The pt reportedly was unable to hear while using sound processor. The pt was seen at the center for device evaluation. During testing, the pt experienced an overly loud sensation followed by no sound. Further testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.